Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Report source:(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a removal surgery was performed because the patient recovered from her fracture. During the surgery, when the surgeon tried to remove the screw, a femoral supracondylar fracture occurred. The surgeon implanted two screws to correct the fracture. As a result of the event, an unknown delay in procedure occurred.